Manufacturer narrative:
Lot# 76374. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing files were reviewed and no anomalies were found. The inner boss and exterior of the spacer was damaged by the inserter. Conclusion: the likely root cause not properly mounting the spacer to the collet on the inserter, damaging the spacer during insertion into the disc space.

Event description:
It was reported that the inserter is not holding the cage tight, upon insertion of an a tl cage the fins became useless as they were gone as surgeon tried to impact cage. We then used an 11x25x4 cage and it was inserted.

Event description:
It was reported that the avs tl inserter is not holding the cage tight, upon insertion of an 11x30x4 tl cage the fins became useless as they were gone as surgeon tried to impact cage. We then used an 11x25x4 cage and it was inserted.